Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they had device not working as not sure which this urgency is about. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they were trying to find a doctor in their area who could handle a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor and occipital neuralgia patient started she noticed something was wrong with their device after she had a hip replacement surgery. They turned their device off for the surgery and went to turn it back on but it was not working. No symptoms were reported and no further complications were noted or anticipated.